Event description:
The reporter stated after the surgeon inserted the aa4203tl silicone single piece lens he noted the capsular bag was weak. The lens was removed and there was a small tear in the bag. A vitrectomy was performed , an acl was implanted and a suture closed the wound. The cause of the event was unknown.

Manufacturer narrative:
Medical review. A weak bag is due to weak zonules. Weak zonules is a condition wherein the capsular bag is not supported adequately. In conditions as such, the surgeon must take extra care when performing cataract surgery. Iol implantation may be attempted with extreme care, however the iol may not be supported adequately which would require removal of the unstable iol. This in turn exposes the patient to a higher incidence of developing intraocular complications. In this case, the capsular tear occurred during the removal of the iol which led to vitrectomy and corneal suturing. This event is secondary to the patient's condition, and the surgeon's discretion to implant the lens, and not due to the device itself. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4): evaluation method - lens work order search. Results - visual inspection of the returned lens showed a split across the lens and the optic was torn. There was a clear surgical residue on the lens. Both sides of the optic/haptic were checked for sharp/rough edges and edges were found to be acceptable. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4).